Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was hyper-responsive. The reporter indicated that the contrast button had a delayed response and required multiple presses to elicit a response. Reportedly the ok and contrast button symbols were worn off. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt or the waist and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons were responsive to button presses and were functional. The keypad buttons were found to have normal spring back and click. The pump was opened and the keypad flex was found not to fully close. There was no evidence of keypad contamination found under the key contacts. The reported complaint of intermittent response and scrolling issue of the ok and contrast keypad buttons was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.